Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy procedure, the stapler had a loading issue it was partially fired and pieces fell into patient cavity. The surgeon did not engage the trocar and anvil fully and as a result when he fired it and tried to remove it from the esophagus it became dislodged from the stapler. Some pieces from the device fell into the patient's cavity, and it was retrieved using a gastroscope. No injury was caused to the patient, however, the surgery extended 30 minutes or more because of the issue. To complete the procedure the surgeon has to handsew the anastomosis. The patient is alive with no injury. The patient has been discharged home from the hospital.